Event description:
Patient's PICC catheter cracked at the red hub. It had been for several months and was scheduled to be changed. It was changed over a wire with no problems. The patient was not harmed.